Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's parent reported that the patient had significant skin reactions at the pod application sites. The patient was taken to the emergency room (ER) due to widespread rash, burning, redness and blistering, which were attributed to the pod and sensor adhesives. Both pod and sensor were removed per ER guidance, and treatment included topical corticosteroid, dermaid 1% and moisturizers. Further allergy testing with the dermatologist was scheduled, and the patient was advised to remain off the pod and sensor for several weeks to allow skin healing. No formal diagnosis was provided; however, the ER doctor noted recurrent allergic skin reactions. The visit lasted approximately 3 to 4 hours.